Manufacturer narrative:
The absorbent canister was replaced by the end user to resolve the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a large leak during pre-use checkout. There was no patient involvement.